Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported a vertical crack at the implant and it was removed with a trephine.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI not available. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative. An imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation.visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture on the collar. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 7 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot number (62590219). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62590219) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.